Event description:
It was reported that the patient experienced prolonged low blood glucose while using the ilet during softball activity and did not disconnect the infusion set during exercise, with treatment consisting of oral carbohydrates including juice and snacks; a usage issue was documented and the device component implicated was the cannula. Symptoms included hypoglycemia with dizziness and shaking. Outcomes included an unexpected medical intervention in the form of oral glucose administration and the event was assessed as a serious injury. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.